Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed/ hematoma: the cause of the bleeding and hematoma are determined to be use issue because e bleeding and hematoma resolved by pushing t repo sheath hub forward a little more and adding sutures. Tachycardia/ cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support had bleeding and hematoma at the impella access site. The physician decided to insert a swan but there was still significant bleeding. The repo sheath hub wasn¿t well seated in the radiofrequency ablation. The repo sheath was pushed forward a little and sutures were added. The bleeding and hematoma were resolved. Blood products were administered. Additionally, the patient had ventricular tachycardia which led to cardiopulmonary resuscitation and cardioversion.